Event description:
It is reported that upon opening the implant during surgery, both tyvek lids were found to be partially peeled back and tears were noted on both lids. Cellophane was intact and had to be broken to open the box.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.